Event description:
It was reported that when they turned the patient the catheter stopped working and the patient body temperature rose to 108 degrees as read on the vigilance ii monitor. The clinicians did not believe that to be the correct value. No patient complications were reported.

Manufacturer narrative:
One (B)(4) catheter with an attached monoject limited volume syringe was received for examination. The thermistor was found to read accurately at 37.0'c when submerged in 37.1'c water bath. There were no open or intermittent conditions. The catheter was in good condition, the distal and proximal injectate lumens are patent and did not leak. The proximal infusion lumen were occluded with dried blood. The thermistor connector was opened and there were no abnormalities. The balloon also inflated clear and concentric and did not leak. Although the event could not be confirmed during analysis, it is possible that some other procedural factors may have occurred which could not be duplicated in our laboratory setting. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.